Event description:
During the performance of a peridural anesthesia procedure, the needle was fragile and flexible, consequently broken during the procedure of catheter passage. Due to attention and expertise of the professional, the pt had not suffered major injuries as the needle was removed in that moment.

Manufacturer narrative:
This is a retrospective report due to observation of FDA inspection conducted in (B)(4) 2012. Actual complaint article was not returned. Only the photo of the defective needle was received. Further investigation will be conducted if the actual defective needle was obtained.